Event description:
The manufacturer received information from a third-party service center during the device evaluation that the smoke was observed. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. Additionally observed smoke in the device. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.